Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar exhibited wires exposed at joint. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up but obtained additional information. They just receive the broken instruments and ship them back. They don't have any further information on it. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed and replicated the frayed grip cable failure. The instrument was found to have a frayed grip cable at the distal end. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.56mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. Probable root cause of bent grip tips is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collision with other instruments.